Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 425 mg/dl. The customer was treated with manual shots. The customer noticed a crack on the device and decided to declined further high blood glucose troubleshooting. The customer also reported that the insulin pump had damage. Customer's blood glucose was 425 mg/dl. The customer was treated with manual shots. The customer stated that there is crack on bottom left corner of display screen. Customer doesn't know how the damage occurred.the customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.